Event description:
It was reported that "inserted the distal stem with instrument and when dr went to remove the inserter, the mechanism to remove it failed. Was able to play with it and get it off of the distal stem. Proceeded normally with the case."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.